Manufacturer narrative:
The reported events were lead dislodgement and unacceptable capture threshold. A complete lead was returned in one piece. The reported event of unacceptable capture threshold was not confirmed. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was unable to extend. Stylet insertion test found obstruction/restriction at the distal region of the lead. After cutting the lead at stylet obstruction/restriction region to examine the condition of the inner coil, the inner coil was found to be covered in and clogged with blood at the distal region of the lead. After applying torque directly to the inner coil, the helix was able to extend and retract. The measured helix extension length was within specification.

Event description:
It was reported that during an in-clinic follow-up, high capture threshold was noted on the right ventricular (rv) lead. Diagnostic imaging confirmed the rv lead dislodgement. The rv lead was explanted and replaced on (B)(6) 2026. The patient remained stable.